Event description:
Reporter indicated that vns pt had passed away. Exact date and cause of death are unk at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversly effect device performance.

Event description:
Further follow-up revealed that neither the autopsy report nor the death certificate can be obtained. Product analysis summary: the pulse generator met electrical test specifications. External visual inspection revealed no signs of decomposition, wear, uneven edges, corrosion or any other condition that could contribute to the reason for analysis. The battery measured .662v (depleted). No other anomalies were detected that would have an adverse effect on generator performance. Concomitant device (bipolar lead) was also returned and analyzed. Only the lead connectors were returned for analysis. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. Review of device programming history revealed that the estimated projected battery life would be 5.5 years based on the device settings prior to patient's death. There is no indication that the device was programmed to off after the patient's death; therefore, the battery was still depleting after the patient's death. Product analysis was performed approximately 8.3 years after initial implant; therefore, end of service is expected in regards to product analysis. Product analysis of the pulse generator was inconclusive in determining proper device function at the time of the patient's death because the device was returned to manufacturer approximately 6 years after the patient's death.